Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect component from the customer for evaluation. In the event that the component is received for evaluation or additional information is received, a follow-up report will be submitted. A carefusion field service representative (fsr) evaluated the 3100a ventilator on site. The fsr found that the limit pressure was too high and the airway pressure was too low. The unit had an old performance check label. The fsr replaced the performance check label, adjusted the pressure regulators to bring the pressures within range and performed the patient circuit calibration and performance check. The unit meets specifications.

Event description:
The customer reported that there was excessive rainout in the circuit. The bellows with water trap had an occlusion from the bellows into the water trap and this inhibited the water from draining into the water trap. It is unknown what caused the occlusion. The device was on a patient when the issue was noticed. There was no patient harm and the patient was moved to another ventilator.